Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to revise the patient's (B)(6) right supra-orbital lead (off-label) for the purpose of providing better therapy coverage. An improvement in stimulation coverage was reported for the patient following post operative programming.